Event description:
It was reported that the pump was deactivated and will remain implanted. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation findings: a specific cause for the patient¿s heartmate ii left ventricular assist system (lvas), serial number (B)(6), being deactivated could not be conclusively determined through this evaluation. A direct correlation between (B)(6) and the event could not be conclusively established. It was reported that the patient¿s pump, serial number (B)(6), was deactivated and will remain implanted. (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The manufacturer is closing the file on this event.